Event description:
It was reported that when using the bd pyxis¿ es server, the station time was incorrect, and orders were not coming across properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the time was not correct and orders were not coming across properly. A technical support specialist connected to server and followed knowledge article titled etl fails with code 0xc0047062. The time on the devices was corrected to central standard time and the customer later confirmed that there were no further issues with the reports. The system functioned as intended after the technical support specialist troubleshot the issue.